Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent an unknown procedure, and suture was used. It was reported that the suture was detached from the needle during use. It was not a control release needle. There were no adverse consequences to the patient. No additional information is available.